Manufacturer narrative:
Concomitant medical devices: 5054-52 lead, implanted (B)(6) 200.

Event description:
It was reported that the right atrial (ra) lead exhibited an impedance issue with unipolar impedance measuring higher than bipolar. The lead also was unable to pace or sense and a chest x-ray was performed which showed the lead had fractured. The lead was reprogrammed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.